Manufacturer narrative:
The cause of the peritonitis was unknown. On an unreported date, the patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported) for the event. Forty one days after the onset, antibiotic treatment was discontinued and the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. The cause of and treatment for the event were not reported. The same day as event onset, the patient was hospitalized for the event. At the time of this report, the patient outcome was not reported. Dianeal therapies were ongoing. No additional information could be provided as the reporter declined follow-up.